Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported door not fully latched alarms were confirmed through observation upon power up, however, further testing was unable to reproduce this condition. This was determined to have been caused by a failed lower link switch. The lower auxiliary was replaced.

Event description:
It was reported a spectrum pump alarmed door not fully latched. It was also reported there was no pt involvement.